Event description:
It was reported the inner portion of the dispersive electrode connector is broken. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: the dispersive electrode connector was broken.